Event description:
It was reported that the customer's blood glucose level was 37 mg/dl. The insulin pump seemed to be over delivering insulin. The daily average seemed to be going up. The insulin pump delivered 30 percent more on its own. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.